Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery - by gastric pass, the reload above caught and did not fire. It was reported that the stapler entered firing mode but the clipping shot has not been performed. The reload was replaced to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic bariatric surgery - by gastric pass, the reload above caught and did not fire. It was reported that the stapler entered firing mode but the clipping shot has not been performed. The reload was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery - by gastric pass, the reload above caught and did not fire. The reload was replaced to complete the case. There was no patient injury.